Event description:
The customer report suggests that they are experiencing leakages from the top of the device when administering a bolus of fluorouracil 50 mg/ml with various syringe sizes (20 ml-50 ml). When they removed the texium and connect the luer lock syringe directly to the set, this issue is resolved and no leak is observed during the bolus. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. Although requested, no additional info provided.

Manufacturer narrative:
(B)(4). Sample involved in this event was discarded and will not be returned. No failure investigation could be performed.